Manufacturer narrative:
Sample material was requested for the investigation but could not be provided. As no sample material was available, the cause of the event could not be determined. Based on the information provided, a general reagent issue could be excluded. The reagent performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter questioned low results not corresponding to the clinical picture for 1 patient tested for elecsys total psa (total psa) on a cobas 6000 e 601 module. The patient is being tested for total psa due to prostate cancer. The total psa result is normally approximately 500 ng/ml. On (B)(6) 2022 the patient had a total psa result from the e601 module of 566 ng/ml. In (B)(6) 2022 the patient received an injection of decapeptyl. This treatment aims to limit the development of cancer. On (B)(6) 2023 the total psa result from the e601 module was 0.02 ng/ml. On (B)(6) 2023 the total psa result from the e601 module was < 0.01 ng/ml. The low results were reported outside of the laboratory where they were questioned by the urologist. The patient had received no other treatment and had not undergone a prostatectomy. On (B)(6) 2023 the total psa result from the e601 module was < 0.01 ng/ml. This sample was sent to an external laboratory where the total psa result from the beckman method was < 0.1 ug/l. The total psa results between the roche and beckman methods were consistent. The e601 module serial number (B)(4).